Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead thresholds were unstable during an implant procedure. The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.